Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the right upper lobe was resected after chemotherapy. After the surgery, a thrombus was found in the pulmonary vein. The patient was treated with anticoagulant and is recovering. At a time of chemotherapy, patient was given two kinds of carcinostatic agents (cisplatin and navelbine) which are more likely to create a thrombus. Surgeon suspects the staples which used for pv resection may contact with blood in a vessel and cause thrombus. The patient's current status is reported as recovered. The hospital stay was extended for anticoagulant treatment for a few days. A copy of the operative report was requested.